Event description:
The customer reported that the pb540 ventilator alarmed change exhalation valve while in use on a pt. The pt was not harmed or injured as a result of the event. The pt was diaphoretic (increased perspiration) and had difficulty breathing. The pt was not harmed or injured as a result of the event. Covidien was not authorized to repair the vent. The customer tested the ventilator with a test lung they were not able to reproduce the failure.